Event description:
It was reported that suture placement in the right common femoral artery was intended with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Reportedly, post procedure, both of the pre-placed knots could not be advanced to the vessel wall. Three additional prostyle devices were attempted; however, same as the first devices, these knots could not be advanced to the vessel wall. Surgical intervention was performed to achieve hemostasis, at which time it was noted that the prostyle knots were unable to advance as they had punctured/captured the inguinal ligament. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 1494 clarifier: incorrect anatomy. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose prostyle instructions for use (IFU) states: do not use the perclose prostyle smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma.¿ in this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.